Event description:
No new information.

Manufacturer narrative:
The complaint of a damaged catheter was confirmed; however, the root cause could not be determined. One 24g insyte autoguard IV catheter was provided for investigation with a syringe. A v-shaped breach was observed in the tubing near the tip, which was consistent with needle puncture damage. The needle was not returned for investigation. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. A review of the inspection records and quality and manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle pierced the catheter. Nurse was trying to insert a piv. The tip is misshaped and when you flush it comes out of two holes. The catheter was not extended past the needle tip and repositioned/sheared. This defect was present prior to insertion; nurse was unable to penetrate the skin. Customer responded on (B)(6). An attempt was made to penetrate the skin, and then the defect was discovered when the attempt was unsuccessful.